Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) patient data was erased after a software update. The device showed a red screen reporting the anomaly. Subsequently, the patient data was manually re-entered, but the implant date could not be. In addition, it was noticed that the battery capacity only decreased about 1% when it usually decreases around 6 o 7% every six months. Technical services reviewed the case and stated the implant date cannot be modified and the incorrect battery percentage is related to this missing implant date information. The remaining battery percentage will no longer be completely accurate. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.